Manufacturer narrative:
The meter was returned for investigation. The device data and fault memory were retrievable. A display test was performed and showed no error (no missing or fainted segments). The circuit board was tested for damage or contamination. The investigation showed that the circuit board was contaminated and corroded by penetrated liquid. This contamination could result in temporary display malfunction, such as those reported in the allegation. This contamination is indicative of improper handling or maintenance.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Occupation was lay user/patient.

Event description:
There was an allegation of an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. There were segments missing on the screen. A display check was performed and was normal without missing segments. The batteries were replaced and the customer could barely see the numbers that were flashing and stated the screen was very dim. No actual misinterpretation of results occurred.